Event description:
Reportable based on device analysis completed on 04apr2023. It was reported that visualization issues occurred. The 90% stenosed, 15 x 2.50mm target lesion was located in the moderately tortuous and severely calcified right coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the device could not show the image and was removed. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed tip detachment.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was stretched. Microscopic inspection revealed part of the tip was detached and was not returned for analysis. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. The imaging core impedance test showed a complete circuit curve. The transducer level impedance test showed a no transducer activity with an rh peak of (24 ohms) and a high rm value (29 ohms). During image characterization testing, no image appeared in the ilab system.